Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during unknown procedure, device is difficult to fire first clip. Sometimes clip forms properly and sometimes it does not form properly. The device fires as intended after first firing. There were no patient consequences reported.